Event description:
It was reported that upon interrogation in order to turn off the patient's device for an MRI, it was seen that the device had already been disabled (with no knowledge of anyone turning the device off). The patient's seizures have reported to have doubled since 3 months from when they reported the information. The device had been reprogrammed on and patient could not tolerate these settings, so the patient was re-titrated. Physician had claimed that this spontaneous disablement was due to overuse of the magnet, and advised them not to use the magnet in the future. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.